Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited noise resulting in inhibition of pacing. The device also exhibited low impedance. The device was explanted and replaced. The patient tolerated the procedure well.